Event description:
The reporter stated that the surgeon had difficulty inserting the first suture needle. The holes in the device were not lining up, however, using some force, the surgeon was able to push the needle through. The next two sutures went in easily. When removing the device, one of the middle arms was cracked and broken. The device could not be used for the repair on the distal side. The surgeon extended the surgical site to visualize the tendon. Upon further inspection, there was a 6 cm deficit in the tendon and it was shredded. The plantaris was used to reconstruct the tendon. In response to a request for more information, the reporter stated that the achilles tendon injury was a chronic injury. The instructions for use of the device state "contraindications: the instrument should not be used in a patient who currently has, or who has history of, -chronic rupture." Integra has requested in writing additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.